Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ left: within the fundus of the uterus/ malposition of essure device-distal to the right uterine cornua. Left: within the fundus of the uterus"), fallopian tube perforation ("perforation (fallopian tube(s))") and device dislocation ("it was also determined that the device did not occlude the tubes and even migrated/ migration of essure device- location of device: per hsg: right: > 30 mm distal to the right uterine cornua.") In a 37-year-old female patient who had essure (batch no. 893031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "it was also determined that the device did not occlude the tubes and even migrated". The patient's medical history included pseudotumor. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 months 5 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy/ tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, abdominal pain lower and dysmenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: failure to occlude (close) fallopian tubes; perforation (other) please describe: within the wall of the uterus or the peritoneum; malposition of essure device.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter's information and lot number was added. Events added: perforation (fallopian tube(s)), perforation (uterus), dysmenorrhea. Event outcome was updated. Medical history and lab data was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ left: within the fundus of the uterus/ malposition of essure device-distal to the right uterine cornua. Left: within the fundus of the uterus"), fallopian tube perforation ("perforation (fallopian tube(s))") and device dislocation ("it was also determined that the device did not occlude the tubes and even migrated/ migration of essure device- location of device: per hsg: right: > 30 mm distal to the right uterine cornua/unsatisfactory position of both micro inserts") in a 37-year-old female patient who had essure (batch no. 893031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "it was also determined that the device did not occlude the tubes and even migrated". The patient's medical history included pseudotumor. Concurrent conditions included endocervicitis, adenomyosis and menorrhagia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 months 5 days after insertion of essure. In december 2014, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy/ tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, abdominal pain lower and dysmenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 6. The number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 26-nov-2012: failure to occlude (close) fallopian tubes; perforation (other) please describe: within the wall of the uterus or the peritoneum; malposition of essure device.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("it was also determined that the device did not occlude the tubes and even migrated") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "it was also determined that the device did not occlude the tubes and even migrated." In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (removal of essure). Essure was removed in 2012. At the time of the report, the device dislocation, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device dislocation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: update of quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ left: within the fundus of the uterus/ malposition of essure device-distal to the right uterine cornua. Left: within the fundus of the uterus'), fallopian tube perforation ('perforation (fallopian tube(s))') and device dislocation ('it was also determined that the device did not occlude the tubes and even migrated/ migration of essure device- location of device: per hsg: right: > 30 mm distal to the right uterine cornua/unsatisfactory position of both micro inserts') in a 37-year-old female patient who had essure (batch no. 893031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "it was also determined that the device did not occlude the tubes and even migrated". The patient's medical history included pseudotumor and rheumatoid arthritis. Concurrent conditions included endocervicitis, adenomyosis and menorrhagia. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) since 2002 to (B)(6)2012 and sulfasalazine since 2016. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 months 5 days after insertion of essure. In (B)(6)2014, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy/ tubal ligation). Essure was removed on (B)(6)2014. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation and dysmenorrhoea outcome was unknown and the pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 6. The number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: failure to occlude (close) fallopian tubes; perforation (other) please describe: within the wall of the uterus or the peritoneum; malposition of essure device.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received- outcome of the event cramping was updated from unknown to recovered and medical history were added. On 10-dec-2019: pfs received- concomitant drug was added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("it was also determined that the device did not occlude the tubes and even migrated") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "it was also determined that the device did not occlude the tubes and even migrated". In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (removal of essure). Essure was removed in 2012. At the time of the report, the device dislocation, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device dislocation and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("it was also determined that the device did not occlude the tubes and even migrated") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "it was also determined that the device did not occlude the tubes and even migrated". In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (removal of essure). Essure was removed in 2012. At the time of the report, the device dislocation, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device dislocation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.